Manufacturer narrative:
Additional information was requested and information was received indicating that there was no sound at the time of the reported event; there was no sound at all, including when starting the monitor (initial sound test). Functional tests were performed on the device by a philips field service engineer (fse), and the issue was confirmed; the error message "loudspeaker error" was displayed on the monitor. Results of functional testing indicate that the loudspeaker failed. Based on the information available and the testing conducted, the cause of the reported problem was a defective loudspeaker. The reported problem was confirmed. The fse replaced the loudspeaker assembly. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the intellivue mx500 patient monitor had a loudspeaker error. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # +(B)(6) a follow-up report will be submitted upon completion of the investigation.